Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: biological tissue color yellow, calcification in the surface, crease flat and opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.